Event description:
Customer reported a free flow event without any alarm from the device. Biomed identified a crack on the upper hinge of the interior door (platen). Although requested on multiple occasions, we are unable to obtain any further patient or event details. At this time, there has been no report of harm to the patient or any indication of medical intervention.

Manufacturer narrative:
(B)(4). The device was repaired by the facility's biomed and placed back into service. Although requested, the device will not be returned for investigation. It should also be noted that the facility biomed indicated that the cleaning solutions used at this facility include virox which is not an approved cleaner. The biomed is aware of this and has taken measures to correct cleaning practices by the housekeeping department. Because, the device will not be returned for investigation, we are unable to confirm the reported free flow event or crack the upper hinge of the platen.